Event description:
It was observed that during the device evaluation, there was internal cable flooding, internal flooding of imaging, cracks in the main body, main body adherents, connector cracks, and scope mount corrosion. There was no patient involvement.

Manufacturer narrative:
E3-non-health care professional; e2-no. Based on the results of the investigation, it is likely that the water flooded from the damaged part of the cable stress boot causing internal cable flooding and internal flooding of imaging. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.